Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-736a-(B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, with 143,073 joules having been used and 18:58 minutes having been expended, the fiber broke outside of the patient. The tip of the fiber was not cleaned during the procedure. The procedure was completed successfully with no clinical consequences to the patient utilizing a second fiber.